Event description:
It was observed that the roller pump display of a heart lung console failed, when it was taken out from the box. There was no reported adverse consequence to a patient, as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.